Event description:
In 2010, my doctor in (B)(6) suggested the essure sterilization procedure. I was told that it was minimally invasive and the recovery time would be minimal. According to my doctor, my surgery was a success. I returned to work within a day and had tolerable pain. I could feel the pinching of the coils for a couple of weeks . In 2011 and 2012, I started to experience extreme bloating , abdominal pain and pelvic pain, and severe constipation. I went to a gastroenterologist and had an upper gi done and a colonoscopy. I was diagnosed with a hiatal hernia and irritable bowel syndrome. Also during this time, my periods started to get really heavy and I had pelvic pain and severe abdominal cramps, severe migraines. My period was never really heavy and I had minimal cramping prior to essure. I mentioned it to my doctor at my yearly pap screening visit both in 2011/2010. I was told that it was probably because I was getting older and there was nothing I could do but either take birth control or have an ablation done. I did not want to have surgery, so I just went on and dealt with it. Over the years, my period had gotten worse, my ibs was extreme. I became laxative dependent for constipation and I kept thinking everything was getting worse because I was getting older. In 2013-2014, I sought out a different obgyn doctor because we had moved to (B)(6). I complained to her of the symptoms and after having an ultrasound done, that I was getting older and my periods were getting heavier and there was nothing I could do but to have an ablation. I did not want to have surgery, so again I just moved on and dealt with the symptoms. My periods continued to get worse where I was going through a pad an hour. I had to take extra underwear and pants to work . I also had to keep a towel under me at night because my period would overflow onto my pajamas and bed sheets. The pain was also getting more severe. I started to have stabbing pain in my pelvic region and pain with sex. I was getting really worried. I thought maybe I had cervical cancer. In 2017, we moved back to (B)(6) . In (B)(6) 2018, I made an appt with a different obgyn in (B)(6). I did not return to the doctor who had originally done the essure procedure. I told him of my pain that I was having and the heavy periods. I told him that I had severe ibs, bloating, heavy cramping, and pelvic pain. I also told him about the pain that I was having during sex. He ordered an ultrasound and found that I had a bulky uterus, some cysts on my ovaries, and a cysts on my cervix. At that time we talked about my history and he asked what I was doing for birth control. I told him I had the essure coils. He said we should have a laparoscopy done to see what was causing the pain. He said he has seen a lot of women with the same problems as I who had essure coils. This also when the news started to become public about essure coils. I had heard that bayer recalled them and they would be discontinued in (B)(6) 2018. I started to do more research and found that other women with essure were having the same problems as I. So I had an explorative laparoscopy done in (B)(6) 2018. After the procedure, my dr recommended a total hysterectomy to remove the uterus tubes, ovaries and cervix . The hysterectomy was performed on (B)(6) 2019. It should be noted in the surgery report from the hysterectomy that essure coils had multiple adhesions along with exposure of the coils from the midportion the of the tubes bilaterally. There were multiple adhesions between the bowel and essure coils with dense scarring into the posterior cul-de-sec. Iw as also told by the doctor that the essure coils had corroded. Findings from the surgical report were adenomyosis, small leiomyoma, fibrins, and multiple peritoneal adhesions. I would be happy to send you the surgical report and pathology report. It should also be noted I have a nickel allergy and was not told essure was made of nickel or tested before implantation.